Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported feeling a "pop" when lifting a heavy object. A large pocket hematoma then developed. After a week, the hematoma did not resolve and the patient was brought in for a pocket exploration. A large syringe of pus was drawn from the pocket. The entire system was then removed and cultures were taken for suspicion of infection. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.